Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0v2xd, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis of the lead, lot #va0v2xd, found the body conductor crushed with insignificant anomalies. It was connected to a known good screening cable and ens and the impedances were measured; all values came back normal.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that there impedance issues with "all of the leads." The rep was not aware of any environmental issues that led to the issues. The lead and implantable neurostimulator (ins) were replaced and the issue resolved. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.